Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the device, and was unable to perform the field action, due to the ventilator being inoperative. It was stored in a ¿do not use¿ status. The ventilator was exhibiting breath delivery central processing unit (cpu) printed circuit board (pcb) related error codes. The field action was not performed.

Event description:
It was reported that, during field action service, the service engineer found the ventilator in a "vent inop" condition. There was no patient involvement.